Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient faced tape not sticking event on 23 apr 2026, where product did not adhere after one day of use.